Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.

Event description:
Healthcare professional reported, left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation received on october 13, 2022, with lot number 2338542. Based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening assessed, as fold flaw. And a cracked valve seat diaphragm valve. Additional observations: wear abrasion observed, on the device. Crease fold observed, on the device. ¿ white particles observed inside the device. ¿ black particles observed in the fill channel. No further actions are required as the device was implanted.